Manufacturer narrative:
Medwatch: mw5105944.

Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed with no error message after six hours of therapy. It was reported the end user mixed a new cassette and was able to continue infusion. Per reporter the pump does not seem to be the problem since the end users pump was replaced on (B)(6) 2021. No adverse patient effects were reported.